Event description:
A wheel on the rollator bent while the end user was ambulating outside. She fell and fractured her hip.

Manufacturer narrative:
End user was ambulating outside when one of the wheels bent and she fell, fracturing her hip. She was subsequently hospitalized, had surgery and was discharged home on 4/25. Prior to returning the device for eval, the son-in-law noticed that one of the adjustment knobs was missing. It is not known how long it was missing. The end user had been using the device for at least a year. He stated he did not know that he should have been checking the device and said that periodic maintenance had not been performed. He was sent a replacement along with the owner's manual which he said he would be sure to read and follow. The returned sample was evaluated. Both the front left extension and the front left frame have marks indicating impact with some force from an external object. Adjustment hole shows deformation from the adjustment bolt threads. This shows that the adjustment knob was not fully tightened and may have worked itself loose due to vibrations and not being properly tightened. The root cause of the incident is attributed to a lack of maintenance.